Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3708160, serial# (B)(4), implanted: 2012-(B)(6), product type: extension, product ID: 365560, lot# n178226, implanted: 2012-(B)(6), product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
It was also reported patient had not been using the stimulation all the time and wanted to use it over the holidays. It was noted that the patient was able to charge. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was unknown what error code accompanied the power on reset (por). The cause of the por was not determined. The patient was not experiencing symptoms. No troubleshooting or interventions were taken. The patient tried syncing at a later date and it worked. There were no problems reported since. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was not able to adjust the stimulation from their implantable neurostimulator (ins) and observed a ¿call your doctor¿ icon with a power-on-reset (por) message which was first seen a couple of weeks ago. The patient did not have the programmer with them at the time of report to troubleshoot the issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.